Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damage cables) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing, specifically detect and treat and had extensive physical damage. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. In addition, the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables.